Manufacturer narrative:
No evaluation conducted to date due to no product being available for return.

Event description:
It was reported that the screw broke from the head while inserting into the tibial tunnel. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No further clinical assessment is warranted at this time.